Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 90% stenosed, eccentric, de novo target lesion was located in the severely tortuous and severely calcified right coronary artery with a bend >45 and <90 degrees. The lesion was pre dilated, then a 20x2.75 omega¿ stent was advanced but encountered resistance upon introduction. The device was removed from the patient's body and it was noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.